Event description:
Source reported tube of 0.4% saline with pluronic broke while screwing the cap on. Tube had been opened without difficulty, inoculated and vortexed. Employee had removed the cap to adjust the inoculum and was replacing the cap when the tube broke. No injury occurred as a result of the event.